Manufacturer narrative:
A field service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported pre-use checks failure was reproduced during on site troubleshooting. According to the received information, this was corrected by replacing the air gas module. The replaced part was kept by the customer and has not been returned for investigation. No logs were available for evaluation. Therefore the root cause for the reported problem cannot be determined from this investigation.